Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the pyxis station had shut down. A field service engineer shut down the device and opened main full height drawer to remove the cubie side panel. Then ensured that the row board cable was properly seated on each row. The engineer then unplugged the pyxis bus cable from the drawer, removed, and replaced the drawer board controller. After rebooting the device, all cubie pockets and rows were active again, with no failed icons displayed. A nurse was asked to log in and confirm that medications could be successfully retrieved from the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis station shut down and screen went black. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.